Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: per the reported information, the customer will not returned the reported device until a remake is received by the customer. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. The manufacturer internal reference number is: (B)(4). Corrected data in fields d4, and h6.

Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the appliance has a fractured right anchor. The patient first used the device on (B)(6) 2024, and reported the device broken on (B)(6) 2025. No injury was reported.

Manufacturer narrative:
The complaint device has not been returned. Should the device be returned, an investigation will be performed and a supplemental report will be submitted. Manufacturer reference: (B)(4).